Event description:
Implant didn't achieve osseointegration, immediate implantation, inadequate bone quality/quantity, pain. Lack of buccal bone present even after grafting during immediate implantation.